Manufacturer narrative:
Device evaluation: returned device was received with case top cracked by front corners and handle, cracked case bottom by l-bracket, both plunger cases cracked. Evidence of reported problem in event log was found. During the evaluation of the device found 'motor rate error' at occlusion test.. The customer reported condition was confirmed. Problem source is wear. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion synringe infusion pump had a "bad motor". No adverse patient effects were reported.